Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the medication wouldn't flow past the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module infusion set the lines were clogged. There was no report of patient impact. The following information was provided by the initial reporter: we need some assistance as we have been experiencing infusion related issues with the following bd 1.2 micron tubing sets. Nursing is experiencing issues with the medication not being able to proceed past the filter in the line.

Event description:
It was reported while using bd alaris pump module infusion set the lines were clogged. There was no report of patient impact. The following information was provided by the initial reporter: we need some assistance as we have been experiencing infusion related issues with the following bd 1.2 micron tubing sets. Nursing is experiencing issues with the medication not being able to proceed past the filter in the line.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.